Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file showed host pc memory was failing. Upon troubleshooting, fse found that the issue was due to problem with connections and cables in host pc. To resolve the issue, fse reset the connections and cables and reloaded the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer has a memory failed message, which can affect booting. The device was in clinical use. No patient or user harm was reported. A philips remote service engineer (rse) told the customer to replaced host pc. Philips has started an investigation of the complaint.